Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Cec adjudicated mi as a non q wave mi (target vessel), 3rd udmi peri- pci in the lad. Safety assessed the event as possibly related to the device and not related to anti-platelet medication.

Manufacturer narrative:
The patient has a medical history of hypertension. The index procedure was prompted by stable angina and a positive functional study. During the index procedure one resolute onyx des was implanted in the lad and two resolute onyx des were implanted in the rca. The cec adjudicated mi occurred one day post index procedure. Cec commented there was a side branch occlusion of the lad and adjudicated stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.